Manufacturer narrative:
A1: (B)(6).

Event description:
It was reported that this patient was treated with prescription medication for nausea. The subject was enrolled into rowan study on (B)(6) 2024. On (B)(6) 2024, the treatment with therasphere was performed to the liver with selective treatment (two segments in the perfused volume) through femoral artery with a single dose. The total administered activity dose was 2.27 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of activity on tumors. The dose to perfused liver was 2187.5 gbq and dose to total normal tissue was not available. Lung dose calculation was 6.2 gy. On (B)(6) 2024, the same day post therasphere administration subject started to experienced fatigue, nausea and pain in back/upper right quadrant. No actions were taken to treat the events of fatigue and pain; however, zofran (4 mg/ as needed) was prescribed to treat the event of nausea.